Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after over-filling a used cartridge with 300 units of insulin. Additionally, the cartridge was leaking from the bottom of the pump due to overfilling. The customer¿s blood glucose level was 388 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; all were unsuccessful.